Event description:
It was reported that oversensing was observed on the egm, indicative of a damaged lead.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture present on the needles. The device was removed and a second proglide was attempted but also resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device#1:proglide(part#12673-03,lot# 940016h) is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed that the needle plunger, link, anterior needle, and anterior cuff, were not returned with the device, which limited the scope of the investigation. Inspection of the returned device revealed a link break occurred at the posterior cuff during needle plunger retraction. Subsequently, the suture could not be retrieved as reported. During testing, the proxy plunger was inserted and retracted successfully without any resistance that could contribute to a link break at the posterior cuff. The whole suture could be pulled from the needle slot without any observable resistance that could result in a link break during needle plunger retraction. Based on the investigation, the root cause for the link break at the posterior cuff could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.